Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign substance could not be identified nor the root cause of it. Furthermore, device inspection could not be performed since the device was not sent back to olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that oil substance was discovered on the brush when cleaning the evis exera iii colonovideoscope. The customer attempted to flush the channel with enzymatic detergent and cleaned the channels multiple times; however, the issue persisted. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer failed to use lubricant during the case and no scope leak was noted. Tac advised the customer to perform extended soaking with dawn detergent to remove the oily substance. Tac advised the customer that the instruction for use indicated that the scope should not be submerged for more than 10 hours. The customer opted to send in the device for evaluation; however, the device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.